Event description:
It was reported from service (B)(4) that the upon activation of the pt positioning buttons from the touch screen of the footboard, the unit would automatically go into neutral position. No injury reported.